Manufacturer narrative:
Concomitant medical products: product ID: 97745; lot# serial#: (B)(4); product type: programmer, patient product ID: 97745bp; lot#: nlh012326n serial#: (B)(4); product type: accessory product ID: 97755; lot# serial#: (B)(4); product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received via a manufacturer¿s representative [rep] stated that the patient had a new controller, battery pack and recharger, but the ins was dead to the point that passive recharge was done for 25-30 minutes and the controller was not paired to the ins. The caller guessed 3 passive recharge cycles were done. The rep was able to disable and reenable the ins with the clinician programmer,and the ins entered normal recharging mode at 30% full with excellent recharge quality. It was reviewed that the ins should continue to be charged. Additional information received stated that the circumstances that led to the issue was the ins taking longer to charge. The patient reported they were more active than they had been previously because they could get around better with the device. The patient reported the issue was resolved by replacement of the controller, battery pack, and recharger, and the ins was reprogrammed and was now working great. The patient stated the ins significantly increased their mobility, but stated they were in significant pain for the week and a half that it was not working. There were no reported complications and no further compl ications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported a blank screen on controller. Patient stated she was in a lot of pain and felt sore yesterday morning. She used controller and was not able to power on, screen was blank. It was noted she checked her ins was at 70% and controller was at 60% that morning. Patient noted she charged controller and would not turn on. It was mentioned patient had pain all night last night. She stated this device allowed her to be able to walk and without it, she was not going to make it through the weekend. Prior the call, patient tried charging controller in multiple outlet, tried taking li battery out and reinserted but controller would not power on. It was reviewed patient removed li battery, left that our and had her plug controller to ac adaptor. Patient stated controller was now able to power on. It was noted controller would not power on, blank screen, patient had pain, sore. A replacement controller battery would be sent. It was noted controller battery would not charge up. Additional information from patient was received on (B)(6) 2018. Patient stated having difficulty with recharging, was unable to charge the ins. Prior the call, patient had the li battery replaced which worked in being able to power on the controller, but now she was not able to connect to the ins. It was noted controller showed no device found (screen 16). Troubleshooting included moved controller closer to ins, assure hand was not covering top of controller, reviewed possibility of a discharged ins as an attempted communication, started recharge session, ensured patient was using the lithium ion battery pack, patient was able to charge ins the other day. It was confirmed unable to establish recharging. Patient was redirected to see rep who could assist patient charging until she could charge. It was noted patient had returned of pain at back and legs. It was a gradual change in therapy and symptoms. A replacement controller would be sent. It was noted controller would not locate implant. Additional information was received from patient on (B)(6) 2018. Patient stated she was attempting to pair the new controller with her ins. It was reviewed that patient still encountering the no device found message. Patient confirmed the recharger was plugged in firmly and positioned directly against the ins. It was recommended unplugged and plugged the recharger cord back in but still encountered no device found. Patient was advised to plug the recharger back into the old controller and she could get to passive recharging mode directing her to position the charger so that she got the highest number possible, patient confirmed she got 100. During the call, patient went through 3 sessions (30 mins) of passive recharging and was not able to establish ins charging. A replacement recharger would be sent. It was noted recharger still not finding implant, patient got controller and it did not fix problem. No further complication and no symptoms were reported.